Manufacturer narrative:
The manufacturer's field service engineer (fse) was able to duplicate the machine and proximal pressure sensor failure and the data acquisition pcb adc reference failure. Review of the device diagnostic history indicated the presence of multiple error codes suggesting that a spi bus failure occurred. The fse replaced the gas delivery system, the data acquisition board and the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed with vent inop due to a machine and proximal pressure sensor failure and a data acquisition pcb adc reference failure. There was no patient involvement.

Manufacturer narrative:
The data acquisition board and the data acquisition pcb to motor controller pcb cable were returned to the manufacturer for failure investigation. They were tested. The spi bus failure (e/c 1006, 1007, 110e, 1127, 111c, 1106, 1107) could not be duplicated.